Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "ear pain," swelling, temporomandibular joint pain and popping, and fullness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." "Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." "Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Company representative reported an unspecified amount of time after injection with juvéderm voluma® xc, the patient experienced ear pain. Vitrase was provided as treatment. It is not known if symptoms have resolved. Additional information from the treating healthcare professional, who was not the injector, indicated that there was no "long term sequela" from the injection. Treating healthcare professional also observed swelling below the injection site and in the right submandibular area. Patient also complained of temporomandibular joint pain and popping after the injection. There was fullness in the right cheek in the mid-cheek portion; the right side was more full than the left. Two weeks after treatment with vitrase, the patient seemed much better and their cheeks were more symmetrical. Patient's temporomandibular joint complaints of popping and pain are still present. Treating healthcare professional did not believe the tmj pain and popping were related to the injection, but did not provide a reason as to why. The right submandibular pain is decreasing. Follow up with the injector confirmed the patient is still experiencing symptoms approximately over a year after injection was performed.